Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was admitted to (B)(6) due to hyperglycemia, with blood glucose levels ranging from 39 mmol/l (702.7 mg/dl to 40 mmol/l (720 mg/dl). This occurred after the patient's personal diabetes manager (pdm) went missing on friday (B)(6) 2025, resulting in the expiration of the pod and subsequent lack of insulin administration. As a result, the patient developed symptoms of nausea and required hospital intervention. The healthcare professionals initiated a variable rate insulin infusion to stabilize blood glucose levels. Once stabilized, the plan to transition the patient to insulin therapy using tresiba and novorapid while awaiting replacement of the pdm. The patient remained in hospital at the time of reporting.